Event description:
It was reported that an insulin gauge displayed an amount different than expected, with the pump currently experiencing a fill estimate issue. There was no reported adverse impact to the customer's blood glucose level. Technical support educated the customer that the discrepancy could occur due to a large variance in measured pressures used to calculate the remaining insulin and explained that the fill estimate would begin to count down as normal once the remaining amount equaled the static number. The customer understood and acknowledged the explanation.